Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced a button error alarm on their insulin pump. The customer's blood glucose was 8.4 mmol/l. The customer also reported perspiring heavily, possibly causing the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.